Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a y-type blood/solution set broke off of the tube when trying to spike a stem cell bag. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection using the naked eye revealed that one of the lines between bonding of the tubing and the spike was separated. A closer inspection showed the presence of solvent in the bonding. Due to the condition of the unit no functional or additional test could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.